Manufacturer narrative:
(B)(4). The lot was manufactured from september 17, 2014 ¿ september 18, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. According to the report, after 48 hours of infusion, only 10% of the dose was delivered. The solution was fluorouracil and saline (baxter product). The fill volume and expected infusion time were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.